Event description:
It was reported that the patient heard the patient alert and visited a medical institution, whereupon high impedance and many episodes of non-sustained ventricular tachycardia nsvt) were noted, and a lead fracture was guessed. A lead replacement procedure was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.